Event description:
It was reported to medtronic neurosurgery that the catheter was found to be leaking during the surgery. According to the report, the device was replaced. The report stated that there was no impact to the pt.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the mfg records showed no anomalies. All of our catheters are 100% inspected at the time of MFR.